Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the battery does not last more than 15 minutes. Dust on the speaker cone caused the speaker to sound tiny. Once the dust was removed, the speaker functioned as designed. When the device turned on, there were white spots on the display. There was lots of contamination on the lcd flex cable and on the surrounding metal holder, possibly due to liquid ingress. The lcd was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there was an lcd display failure. There are lines and white spots on lcd. There was no known impact or consequence to patient.